Manufacturer narrative:
Voluntary medwatch MDR report #: mw5147272.

Event description:
Voluntary medwatch form received notes that a patient presented with noise on their right ventricular (rv) lead. No changes or interventions were reported. No adverse patient effect were reported.